Event description:
It was reported that two weeks prior to the report the patient had a massage, her pessary came out, and she wasn¿t sure if the device was working properly. The patient had told the massage therapist to avoid the area where the implant was located, but the massage therapist was very vigorous in the spine area. The patient had noticed a difference in her symptoms, had felt some cramping and had a bulge that fell down so she went to her healthcare provider and had a new pessary put in. She thought she had more frequency of urination so she wanted to see if the device was working right or if something was dislodged. There was a loss of therapeutic effect and the patient remembered one time when she turned stimulation up and it made her dizzy. The patient was going to give it a day. She checked the device using the patient programmer and saw the lightning bolt and that the device was set at 2.6. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v476762, implanted: (B)(6) 2011, product type: lead. (B)(4).